Event description:
The customer reported that a discrepant high eosinophil (eo) % result without instrument generated flags was generated on an unicel dxh 800 coulter cellular analysis system for one patient sample. Beckman coulter inc. Assessment of customer supplied patient results indicated that neutrophil (ne) % and monocyte (mo)% results were also discrepant and recovered low without instrument generated flags. The eo%, ne% and mo% results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated with this event. Upon multiple repeat testing on the same instrument as well as comparable results generated via manual differential assessment, the eo% results were lower and the ne% and mo% were higher. These repeat results were regarded as valid, and a corrected report was issued utilizing the manual differential results. The instrument was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision) and controls executed before the incident generated results within assay ranges. The sample was collected in a plastic ethylenediamine tetra-acetic acid (edta) tube and was centrifuged at room temperature prior to testing.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found that the differential and reticulocyte mix chambers were not draining. For the differential chamber, the drain valve 240 and mix chamber 240 were replaced. For the reticulocyte chamber, the reticulocyte waste line was cleared and proper draining was verified. The replaced parts were discarded and not returned for evaluation upon completion of the necessary and verified repairs, the instrument was returned back into service. A customer notification was issued by beckman coulter inc. To address this issue. Corrective actions are currently underway.